Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Unable to duplicate customers reported problem. The error was verified to have happened in the event history log. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced latch/lock optic flex sensor for preventive measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error 41541 alarm. No patient injury reported.